Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the hardware failure for network loopback issue. The customer informed the technical support specialist (tss) that the issue had been resolved and confirmed that the station was working as expected. The issue had occurred due to a network configuration problem, which was resolved by the field technician. The system functioned as intended after customers resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, hardware failure due to network loopback issue. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.